Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. A guidewire was still inserted in the lead the performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection revealed that the lead body was torn from the is4 connector pin, at this location the guide wire was found deformed. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.